Event description:
Caller reported a malfunction in the pump with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer experienced at least three occurrences of the same malfunction on the pump, and tandem technical support resolved to replace it. They confirmed the shipping address and advised the customer to put the pump into storage mode prior to returning it. The customer was to return the problematic pump to tandem using a pre-paid label within ten days and would receive a replacement pump with updated software.